Manufacturer narrative:
The reported field event of no pacing and high impedance was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and no anomalies were found.

Event description:
Related manufacturer reference number: 2938836-2019-02838. It was reported that the patient presented for a lead revision. A new lead could not be implanted due to an occluded subclavian vein. When the leads were reattached to the implantable cardioverter defibrillator, high, out of range impedance and loss of pacing were reported on all leads. The physician elected to replace the ICD and deactivate high voltage therapy on the lead. The physician planned to discuss laser lead extraction with the patient.